Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from both the rep and the patient. It was reported that for over the past year, the ins was taking 10-18 hours to charge fully and the ins was not holding a charge very well either. Eventually, the patient was unable to get a connection at all to recharge it, which caused it to go into overdischarge. The ins was replaced on (B)(6) 2018. The rep reported they did not know the tracking number for the return shipment of the device for analysis. They did report though that they put it in the mail within days of the explant. As of (B)(6) 2018, the device has not been received in for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-06. The rep indicated that the patient¿s weight was not given to them. They confirmed this with the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the im plantable neurostimulator (ins) was not able to communicate with the implantable neurostimulator recharger (insr) and patient programmer (pp), and the patient could not charge the ins. The patient noted that the last successful recharge session was in (B)(6) 2018 and the last time they felt stimulation was in (B)(6) 2018. In an attempt to solve the issues, the patient tried to charge during the last two weeks prior to the event but it did not work. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) for a possible overdischarged ins. Additional information was received from a manufacturer representative (rep). It was reported that the ins was replaced because it had died, it wasn't charging anymore and it was believed to be overdischarged. The patient indicated this issue started at the end of july. The rep said impedances were tested intra-op during replacement and were "ok". No further complications were reported/anticipated.